Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, the right atrial lead exhibited high pacing impedance. No intervention was performed at this time. The patient would continue to be monitored. The patient was in stable condition.